Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the data from the time of the reported issue is unavailable for review due to continued pump use. There were no power issues observed in the pump history. There was no damage to the battery cap or compartment; the battery cap was able to attach securely to the pump. The pump powers on normally, and the pump was exercised for 24 hours with no power issues occurring. There was no defect found on investigation; the complaint could not be confirmed or duplicated.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging a power issue with the pump. The patient claimed the pump would not turn on. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a power issue. However, there is no evidence that the device contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, or treatment that meet animas' criteria for a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.